Event description:
Device 5 of 7. Reference MFR report numbers: 1627487-2012-05554, 05555, 05556, 05557, 05559 and 05560. The pt has an scs system for off-label use. It was reported the pt experienced overstimulation and deactivated the scs system. When she turned the scs system back on she was unable to receive adequate coverage. An impedance check revealed low impedance on all contacts. On (B)(6) 2012, two leads were repositioned. Repositioning the leads did not resolve the issue. The extension pocket was opened and an extension was disconnected from the ipg header. The extension was reconnected and stimulation was achieved. A few days later, the pt experienced overstimulation and low impedance was revealed again. The pt may undergo surgical intervention again to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.